Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this product remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited a high out of range pacing impedance measurement. No anomalies were noted on the presenting electrogram (egm). It was noted the patient had experienced stimulation and the lv output was reprogrammed a few weeks prior to the out of range measurement. Technical services (ts) discussed troubleshooting options. No adverse patient effects or symptoms were reported.